Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that emergency medical services were dispatched and was hospitalized due high blood glucose on (B)(6) 2020 to (B)(6) 2020. Blood glucose level at the time of the incident was over 500 mg/dl and when admitted to hospital was 542 mg/dl and then higher. Customer stated that had motor error alarms on the insulin pump. Customer stated that she was in the hospital and she took the insulin pump off during magnetic resonance imaging. Customer stated that they were nauseated, throwing up, temperature was 99°f then 102°f. Customer had a diabetic ulcer that led to an infection. Customer stated that she was treated in emergency room and admitted blood glucose 542 mg/dl and then higher and earlier at hospital it was blood glucose 167 mg/dl. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated for high blood glucose with bolus and intravenous injection and admitted. The insulin pump will not be returned for analysis.